Event description:
During a surgical procedure, it is alleged that the cautery spatula fell out of the scalpel cautery instrument and into the pt. It was reported that the cautery spatula was retrieved and there was no adverse outcome or pt injury.